Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus pump was alarming no disposable clamp tubing, cassette has green flow stop. Per reporter residual volume was: 20.7 ml, rate 2.3 and 84.35 ml was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.